Manufacturer narrative:
A ge oec service representative investigated the issue and found the system within the specification and output dose regulated limits. The system is a 'mini c-arm' and x-rays in microrads. The maximum output of the system is 0.483r/min. The system can not physically exceed the 10r/min limit. The system was tested, found to be operating correctly, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect were reported because of this malfunction.

Event description:
The ge oec 6800 fluoroscopy system was reported to have a regulatory non-compliance. System may exceed 10r/min.